Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient representative and healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted pump system for intractable spasticity. The pump was used to deliver unknown baclofen 4000mcg/ml at 800mcg/day. It was reported that the patient went to the office for a refill on (B)(6) 2022. The baclofen dose as of this refill was 800mcg/day. The following day, the patient would not wake up. It was also stated that, on the same day, the patient returned to the office, and was very lethargic. The patient was taken to the emergency room. 35ml was removed from the pump at the hospital. The pump was refilled with normal saline and programmed as baclofen 4000mcg/ml at 240.1mcg/day. On the same day, the patient was admitted to the intensive care unit (ICU) with low blood pressure and heart rate. As of (B)(6) 2022, the patient's vital signs were back to normal and the patient was to be transferred out of the ICU. In regards to any environmental, external or patient factors that may have led or contributed to the event, it was noted that the patient had a pump refill on (B)(6) 2022. It was also reported that when the saline was placed in pump, there was some fluid that was "aspirating out" of the injection site. This also took place during the initial refill, as well when filling with baclofen. Since this had occurred both when the baclofen was being inserted as well as when the pump was filled with saline, the managing physician felt more comfortable having the pump replaced immediately and returning the pump to the manufacturer to be investigated for faults or a hole. At the time of the initial report, surgical intervention was planned but had not yet been scheduled. At the time of the initial report, the issue wasreported to be resolved and patient status was reported to be "alive-no injury". The patient's weight and medical history were asked but were unknown. Additional information received from a patient representative indicated that the patient spent two days at the hospital and "was okay". On (B)(6) 2022, the pump was filled. At 1-2pm on (B)(6) 2022, the patient went to sleep and, later that day, would not wake up. The patient was breathing, but was taken back to the hcp to "take out the medication". The patient was okay when the medication was not in the pump. It was stated that the "meds were there" and that the medications were lowered. Per the reporter, the hcp stated that "it's the pump". The pump was unable to be checked via x-ray. It was reported that the hcp put the correct medication in and that the pump needed to be looked at. On (B)(6) 2022, the nurse was injecting 20ml of saline and, when she tried to withdraw, got 13-14ml back. The nurse watched it "bubble out of the pump". There was liquid coming out of the hole in the pump where medication was given. This also occurred when the patient was in the ICU.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider (hcp). The patient came in for a pump refill on (B)(6) 2022. The patient returned on (B)(6) 2022 with symptoms of baclofen overdose. The pump was emptied and replaced with saline and set to minimum rate. The patient was sent to the emergency room (ER) at (B)(6) hospital. Explained to the patient mother that the healthcare provider (hcp) feels there was an issue with faulty pump and not caused by ¿pocket fill¿ suggested by medtronic¿s representative. The patient mother stated, the patient does not have insurance and did not want to replace the pump. The patient wanted to try to refill current pump again considering chance of pocket fill. The patient returned for pump refill on (B)(6) 2022; the patient was returned on (B)(6) 2022 with symptoms of baclofen overdose. The pump was emptied and refilled with saline and set to minimum rate. The patient sent to ER at (B)(6) hospital. The pump was leaking medication. It was noted that 10 ml saline was in the pump and immediately removed only 7 ml were removed. The symptom was caused when the medication started leaking out the pump reservoir. The patient was treated at the (B)(6) hospital for baclofen overdose. The symptom was resolved.

Manufacturer narrative:
The lfc was previously submitted regarding the 2022 event belongs to another MDR (3004209178-2022-16310) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider (hcp). The patient came in for a pump refill on (B)(6) 2022. The patient returned on (B)(6) 2022 with symptoms of baclofen overdose. The pump was emptied and replaced with saline and set to minimum rate. The patient was sent to the emergency room (ER) at (B)(6) hospital. Explained to the patient mother that the healthcare provider (hcp) feels there was an issue with faulty pump and not caused by ¿pocket fill¿ suggested by medtronic¿s representative. The patient mother stated, the patient does not have insurance and did not want to replace the pump. The patient wanted to try to refill current pump again considering chance of pocket fill. The patient returned for pump refill on (B)(6) 2022; the patient was returned on (B)(6) 2022 with symptoms of baclofen overdose. The pump was emptied and refilled with saline and set to minimum rate. The patient sent to ER at (B)(6) hospital. The pump was leaking medication. It was noted that 10 ml saline was in the pump and immediately removed only 7 ml were removed. The symptom was caused when the medication started leaking out the pump reservoir. The patient was treated at the (B)(6) hospital for baclofen overdose. The symptom was resolved.